Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Per the user guide, do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use error. Per the user guide, do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) (over 600 mg/dl). Reportedly, the customer was using off label insulin (fiasp) within the pump supplies. While in the ICU, the customer was treated with intravenous saline and insulin. The customer was released from the ICU on approximately (B)(6) 2024. Recommendation was made to consult with a healthcare provider regarding diabetes management.